Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 30-nov-2020. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding unspecified lower glucose sensor scan values while wearing the adc device. As a result, the customer experienced unspecified symptoms of hypoglycemia and was able to provide self- treatment. Hcp contact was made 3 days after, due to the sensor scans that were obtained, and blood glucose tests of 335 mg/dl, 287 mg/dl, and 280 mg/dl were obtained with no comparison sensor values reported at the time of the blood glucose tests, and therefore it is unknown if the device was operating appropriately. The customer was provided injections of insulin by the hcp for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.